Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
The vertebral body space was distracted to 9mm, and 1 oic cage, 25mm, 0 deg, sz 9mm was inserted. To reposition the cage, surgeon used the inserter to remove the cage (protocol does not specify the method to extract). Upon removal, the cage was found to be broken into pieces. A second oic cage was used again to be implanted. And upon impact the cage broke into pieces. The 2 oic cages which broke are a42 respectively. After the second oic cage broke, an avs cage was used. The avs cage was successfully inserted.